Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during removal following failed delivery. The device was inspected with no issues. The lesion was pre-dilated. The lesion being treated was a moderately tortuous, moderately calcified lesion located in the mid circumflex (cx) artery. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device. During the procedure, the anatomy was noted to be significantly tortuous, and a guide extension catheter was required for support. The lesion was pre-dilated with a 2.5 x 15 mm non-medtronic balloon at 8 atm for 15 seconds, repeated twice. The onyx fronter des was then advanced but would not cross the lesion and was withdrawn. Upon removal, it was observed that the stent was no longer mounted on the balloon. Fluoroscopy was used in an attempt to locate the missing stent, but it could not be visualized. A CT scan was subsequently performed and identified the stent partially seated in the left renal artery and abdominal aorta. The stent was retrieved by interventional radiology via 7f femoral access without issue. The stent was removed in one piece. No patient complications were reported as a result of the event.